Manufacturer narrative:
(B)(4). This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a device serial number, the manufacturing date cannot be determined.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event; heart wire connector positive locking wheel is broken off. Contamination found between case halves. Cable is twisted approximately 47 inches from heart wire connector. Cable continuity tests ok. No intermittent connection found when cable is bent / manipulated. Connections were not shorting out between themselves.

Event description:
It was reported that the external pulse generator (epg) cables were "broken." Of note, the plastic screw knob showed "physical breakage." The hospital had recently revised their cleaning/sterilization process and noted the cables were "breaking" following the sterilization process. The cables will be returned. No patient involvement or complications have been reported as a result of this event.

Event description:
The cables were returned.